Event description:
This facility has been using 4 new sorin heater cooler devices since about 13 months ago. All of these devices have had monthly water surveillance cultures. About 2 months ago, we received results from the environmental testing lab that 1 of 4 of these machines tested positive for acid-fast bacilli (afb). This machine was sequestered at that time. Further testing is to be completed to further define the exact species of afb.